Event description:
It was reported that during the trial procedure, the trial was sheared while in the needle and four contacts got dislodged inside the patient. The patient was not harmed by the product and the physician was not concerned about retrieving them.

Manufacturer narrative:
Sc-2316-70e (sn: (B)(6). The returned trial lead was analyzed, and it was revealed that the top four electrodes are separated from the distal end. The cables are exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the issue was confirmed. Electrodes 1-4 were not returned. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees.

Event description:
It was reported that during the trial procedure, the trial was sheared while in the needle and four contacts got dislodged inside the patient. The patient was not harmed by the product and the physician was not concerned about retrieving them.